Event description:
It was reported by service report that the siderails were missing from the bed. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result and conclusion: siderails were removed by hospital maintenance and used for other bed repairs.